Manufacturer narrative:
Reported event was not confirmed. Radiographic inspection indicated symptoms consistent with loosening; however, none of the provided information alleges or confirms this as a part of the complaint. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined no further action is required as no trends were identified. The root cause of the event was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products¿ lps flex left femur size e catalog 00596001551, lot 61795995; stemmed tibia catalog 00598003702, lot 61829185; all poly patella 32mm diameter 8.5mm thick catalog 00597206532, lot 61874497. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2016-04840, 2648920-2017-00216, 2648920-2017-00217.

Event description:
It was reported that patient underwent a left knee revision procedure due to pain approximately five years post implantation; all components were removed and replaced. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable.